Event description:
On (B)(4) 2012, customer reported that the dxc 600 pro instrument failed the ion selective electrode (ise) calibration and the modular chemistry (mc) drip tray was overflowing. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument and found build-up on the face of the waste drain valve and in the channel. Fse cleaned the valve and flushed the channel with bleach. Fse performed ise verification and all results were within specification. No further leaks were reported.

Manufacturer narrative:
(B)(4).